Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the physician introduced the jagtome rx 39 and cannulated the papilla with the aid of deep guidewire cannulation. Since a sphincterotomy was then decided, an attempt of incision was made; however, after bowing the device, the cutting wire of jagtome rx 39 broke. It was reported that no part of the cutting wire detached and fell into the patient. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a0401 captures the reportable event of cutting wire broken. Block h10: the returned jagtome rx 39 was analyzed, and a visual evaluation noted that the cutting wire was broken and detached from the working length. The detached section was not returned and a section of the anchor remained attached to the working length. Additionally, the distal tip of the working length was bent. The device was observed under magnification and the end of the cutting wire was blackened. The dimensional and functional evaluation were not performed due to the condition of the cutting wire. No other problems with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, it was found that the cutting wire was broken and blackened. A section of the cutting wire was detached and not returned and a section of the anchor remained attached to the working length. Additionally, the distal tip of the working length was bent. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been caused due to the manipulation of the device. It is possible that the factors encountered during the procedure, interaction with another device, and/or manner that the device was handled could have contributed to the reported event. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the physician introduced the jagtome rx 39 and cannulated the papilla with the aid of deep guidewire cannulation. Since a sphincterotomy was then decided, an attempt of incision was made; however, after bowing the device, the cutting wire of jagtome rx 39 broke. It was reported that no part of the cutting wire detached and fell into the patient. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.